Event description:
It was reported that the ilet user experienced a low blood glucose episode to 58 mg/dl after not eating and not making meal announcements, with subsequent recovery to 108 mg/dl after treatment with glucose tablets. Caregivers expressed concern that the algorithm performance was affected and the agent recommended a possible factory reset and initiation of meal announcements despite caregiver statements that the user is not capable of making announcements. Symptoms included hypoglycemia without notable associated symptoms reported by caregivers. Outcomes included return of blood glucose to target range after oral carbohydrate treatment, with no emergency treatment, glucagon administration, or hospitalization. Investigation included complaint intake, review of reported use patterns, and education with assignment for additional training on meal announcements and device use. Investigation of this case revealed likely user-related underreporting of meals leading to insulin mismatch and hypoglycemia, with no evidence of device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related factors, including missed meal announcements, contributing to hypoglycemia.